Manufacturer narrative:
Performing physician does not believe the device contributed to the injury and there were no malfunctions. Location of injury is distal to the common femoral artery. The lot number to the device was not documented at the hospital. There were 2 lots delivered to this site: 580070416a and 580061228a. Both batch records were reviewed and all devices released passed final qc inspection & testing. Lot 580070416a expires on march 2009 and lot 580061228a expires on november 2008.

Event description:
Patient underwent diagnostic procedure - boomerang 200-580 was used. Hemostasis was achieved with a 9 minute dwell and 6 minute manual compression hold. Patient was transported to recovery room where upon arrival, a small hematoma was palpated by the nurse. Manual compression would not resolve the hematoma. Surgery was performed to repair a small tear in the external iliac, a location distal to the procedural sheath/ device access site in the common femoral artery and where manual compression was applied. Patient recovered uneventfully.